Event description:
We have been using "vicks warm steam vaporizer" for months before the incident occurred (for colds, coughs, etc). My (B)(6) son sleeps in the bed with myself and my husband, so our mattress is on the floor. We had the vicks steam humidifier next to bed running. I put my son to bed about 8pm as normal. About 10pm, I heard him crying (which isn't unusual, as he still wakes frequently in the night). I went in to check on him and found him completely on top of the humidifier, belly down. He had managed to scoot himself (in his sleep) across the bed, off of the bed, and on top of the humidifier, he must not have fully awoken until the pain from the steam burning his hand woke him up. I did not realize at first that he had been burned. After a few minutes when he was inconsolable, I started looking for the problem. His little hand was burned very badly. He must have had his hand between his belly and the steam (there were no burns on his belly). We rushed him to the ER ((B)(6)). They treated him and two days later we went back to the burn unit at the hospital. He had 3rd degree burns on his right hand. We are still treating it today (3 weeks later) and hope to have it healed in another week. He will still need continuous care, as well as a compression glove to reduce scarring. I understand that vicks has a warning about their product which states "can cause serious burns", but I still felt it needed to be reported. Had my son been awake and tried to "touch" it, this wouldn't have happened. It was an unfortunate event that I couldn't have ever foreseen. The humidifier is now out of reach on top of the dresser, as it does a great job in easing symptoms from sickness.